Event description:
The pt reported charging issues between the implant and the external equipment. A boston scientific representative performed device eval. The problem was not confirmed. During a lead revision procedure, the pt was implanted with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted product was kept by the medical facility, and will not be returned for eval. A review of the device history records was completed, and no anomalies were noted. This is the final report.